Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening on the posterior and fold creases. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp opening on the posterior. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp opening on the posterior assessed as unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device remains implanted.